Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that 17 days following the implant of this transcatheter bioprosthetic valve worsening confusion, decreased food and fluid intake, cough, and fever episodes presented. The patient was hospitalized as result for investigation of delirium as result of fever. A chest x-ray noted consolidation in the left lower lobe posteriorly. No abnormalities with blood cultures nor with urine test. Intravenous antibiotics were administered. Sputum culture was pending. No evident of vegetation on the valve. The physician reported this event was not related to the implant procedure and unlikely related to the valve. The event was not resolved and investigation as to the cause was ongoing. Antibiotic therapy continued and the patient was still hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the sputum culture result was normal upper respiratory tract flora. Transthoracic echocardiograms (tte) were performed approximately 7 days and 14 days following the onset of symptoms. Treatment included antibiotics for sepsis and reviews by occupational and physiotherapy for deconditioning. The patient was discharged from rehabilitation services approximately 2 months following onset of symptoms. Management of ongoing infection would be managed at home. Dialysis three days weekly was occurring with a patient review regularly. Approximately 8 days following the rehabilitation discharge, a witnessed fall at home occurred and re-hospitalization was required with ongoing fevers and deconditioning. The cause of the fever was being further investigated.

Event description:
Medtronic received information that 17 days following the implant of this transcatheter bioprosthetic valve worsening confusion, decreased food and fluid intake, cough, and fever episodes presented. The patient was hospitalized as result for investigation of delirium as result of fever. A chest x-ray noted consolidation in the left lower lobe posteriorly. No abnormalities with blood cultures nor with urine test. Intravenous antibiotics were administered. Sputum culture was pending. No evident of vegetation on the valve. The physician reported this event was not related to the implant procedure and unlikely related to the valve. The event was not resolved and investigation as to the cause was ongoing. Antibiotic therapy continued and the patient was still hospitalized. No additional adverse patient effects were reported. Additional information was received which reported that echocardiogram was performed approximately a week after onset of the event. Echocardiogram showed that no vegetations or abscess cavities were identified on the valve. The patient was discharged from the hospital approximately seven weeks after presenting. No additional adverse patient effects were reported. Additional information received indicated that the sputum culture result was normal upper respiratory tract flora. Transthoracic echocardiograms (tte) were performed approximately 7 days and 14 days following the onset of symptoms. Treatment included antibiotics for sepsis and reviews by occupational and physiotherapy for deconditioning. The patient was discharged from rehabilitation services approximately 2 months following onset of symptoms. Management of ongoing infection would be managed at home. Dialysis three days weekly was occurring with a patient review regularly. Approximately 8 days following the rehabilitation discharge, a witnessed fall at home occurred and re-hospitalization was required with ongoing fevers and deconditioning. The cause of the fever was being further investigated. Additional information was received that clarified the hemodialysis was a pre-existing treatment for end stage renal failure. Per the physician, the cause of the sepsis remains unknown. Per the physician, sepsis was the cause of the symptoms that presented.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that echocardiogram was performed approximately a week after onset of the event. Echocardiogram showed that no vegetations or abscess cavities were identified on the valve. The patient was discharged from the hospital approximately seven weeks after presenting. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.